Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive cable was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system locked up. There is no report of death or serious injury associated with the complaint.